Event description:
Major pump unit(s) involved: blood pumpadditional text: thrombosis of pumpspecific component(s) involved: inflow valveadditional text: thrombosisother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : explant and replace with tahimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow valve